Manufacturer narrative:
The device was returned for analysis. The reported ¿suture (knot) not in the artery¿ could not be replicated in a testing environment as it was based on operational circumstances. However, factors that may contribute to the difficulties include, but not limited to, a friable femoral vessel or poor or partial tissue capture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
(B)(4). Failure to follow steps. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the knot was advanced, but it was not in the artery. Hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.